Event description:
A malfunction was reported by a caller regarding a pump. There was no known adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.